Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Approximately 7 years post implant of a 23mm sapien valve in the aortic position, a 23mm sapien 3 utlra valve was implanted during a valve in valve (viv) procedure. The reason for the viv was reported to be valve stenosis with a mean gradient of 55mmhg. Following the successful viv procedure, the mean gradient measured 8mmhg. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was not able to be confirmed without the device or applicable there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be confirmed, but may be related to the patient's co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information was received from the facility. Medical records review revealed the echo performed approximately 1 month prior to the valve in valve (viv) procedure indicated an abnormal 23mm sapien aortic bioprosthesis was present. Severe prosthetic aortic valve stenosis, and moderate-to-severe aortic transvalvular regurgitation. The av mean gradient measured 58mmhg. Per the medical records, the initial sapien valve developed severe prosthetic aortic valve stenosis and had an increased mean aortic gradient of 58mmhg. A 23mm sapien 3 ultra valve was successfully implanted in the existing sapien valve during a viv procedure. Post deployment, no paravalvular leak (pvl) was observed. No complications or thv edwards device malfunctions were reported. The patient was discharge on postoperative day (pod) 2.